Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h11d05065 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of touch contamination, peritonitis, and shingles in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient experienced a touch contamination. In (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. While hospitalized, the patient was also diagnosed with shingles. Treatment was not reported. The patient was discharged on (B)(6) 2011. On an unreported date in 2011, the patient recovered from peritonitis. Outcome for the touch contamination and shingles was not reported. Dianeal therapy was ongoing. The nurse reported the event of peritonitis was unrelated to dianeal therapy and was due to the shingles. The nurse did not comment on or confirm the touch contamination as reported by the consumer. An opinion of causality was not reported for the shingles. A search of (B)(4) for suspect products shipped within two months before the incident showed the following: (B)(4), lot number h11d05065.